Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no nonconforming reports confirmed to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information when inserting of the left anchor, the doctor proceeded with a pinch test and follow the trocar into the tunnel as prescribed. The cephalic push was done and ¿pop" was heard for proper insertion. The doctor then tested the tension by using the back of the scalpel handle to ensure no trauma. While pulling on the string the in the cross manner (over the midline of the incision) and not putting too much strain on the suture, the suture came loose leaving the anchor stuck in the obturator membrane. The device was then removed and a new one was placed.

Manufacturer narrative:
The device was returned for evaluation. However, due to active litigation, all altis products returned from south africa must be placed on legal hold and cannot be tested at this time. Without the benefit of analyzing the device quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available or additional information is received, quality will reevaluate this complaint in accordance with procedures. The lot number was reviewed for complaint trend, nonconforming reports and CAPA. There were no nonconforming reports confirmed to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or mesh to anchor to suture bond failures which is being reported in this complaint. There were several complaints identified against this lot however they were with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information when inserting of the left anchor, the doctor proceeded with a pinch test and followed the trocar into the tunnel as prescribed. The cephalic push was done and a pop was heard for proper insertion. The doctor then tested the tension by using the back of the scalpel handle to ensure no trauma. While pulling on the string in the cross manner (over the midline of the incision) and not putting too much strain on the suture, the suture came loose leaving the anchor stuck in the obturator membrane. The device was then removed and a new one was placed.